Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. The 6mm x 2.75mm nc quantum apex balloon catheter was advanced to an unspecified guide catheter however, resistance was encountered. As the physician was pushing the device, the shaft of the catheter broke. The device was completely removed without incident and nothing was left inside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status is fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter with a nc quantum apex shelf box and inner packaging pouch. The batch number on the packaging and the device matched the reported batch. There was a stop cock attached to the hub. There was blood on the balloon. There was contrast in the inflation lumen. The balloon was tightly folded. There were multiple hypotube kinks. The hypotube was completely separated 58cm from the hub. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. The outer diameter (od) of the balloon was measured with a calibrated snap gage, which is within specification. Functional testing could not be performed due to the returned condition of the device. There was no evidence that the damage was attributable to any product quality deficiencies to the separation and reported difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. The 6mm x 2.75mm nc quantum apex¿ balloon catheter was advanced to an unspecified guide catheter however, resistance was encountered. As the physician was pushing the device, the shaft of the catheter broke. The device was completely removed without incident and nothing was left inside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).